Event description:
It was reported that the pacing threshold abruptly increased after 8 months of implant. During lead revision, it was observed that the pocket was heavily encapsulated with scar tissue. Exit block suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The lead exhibited normal electrical characteristics.